Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that at the changeout procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), there was a red screen upon interrogation. This s-ICD was at elective replacement indicator (eri) and was included in a premature battery depletion (pbd) advisory. This s-ICD will be returned and analyzed. A new s-ICD was successfully implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the change out procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), there was a red screen upon interrogation. This s-ICD was at elective replacement indicator (eri) and was included in a premature battery depletion (pbd) advisory. This s-ICD will be returned and analyzed. A new s-ICD was successfully implanted and remains in service. No adverse patient effects were reported.